Manufacturer narrative:
Additional information and correction: tissue damage fdap required, amount of inaccuracy received. The amount of inaccuracy present while placing the screw was approximately 1 cm. (B)(4).

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the navigate task and delayed surgical time by less than hour. It was reported that there was a distance to divot error received when the site was trying to verify a driver with a screw attached. The site verified the instrument without the screw and it was able to verify. The site placed the screw on the system and it looked like the screw was in the canal. The site used fluoroscopic imaging to confirm that the screw was placed in the canal. The site went from a minimally invasive procedure to an open procedure. The site did revise the screw successfully after opening and continued using the navigation and imaging devices. The manufacturer representative reported that it appeared that the surgeon was going in medial all along. The surgery was completed and there was no impact on patient outcome.